Event description:
It was reported that the patient was in a car accident, and after the accident the device stopped working. It was noted that at the moment of impact, an electrical charge went through the patient's body and "may have short circuit" the implantable neurostimulator (ins) making the ins die. That was the last time the patient felt stimulation. The patient checked the device that day and the battery was "on half." It was also mentioned that after the accident the patient checked the device and "it didn't work," because the battery could not be found. The last recharging session was on (B)(6) 2012. The patient lost his patient programmer and the alternating current power cord for the recharging device. The battery level of the recharger was at 1 bar. Health issues and patient compliance were noted as the primary reasons for not recharging. A week after the accident, the implant was checked and "everything was supposedly looking okay." Doctors did x-rays and "other diagnostics." The leads "looked good" and nothing had moved. Two and a half weeks later it was reported that the patient was recharging more than expected. The ins had been recharging for 1 hour and was still working on the first quartile. Impedances were not checked because the device was in the discharged state. The ins was not over-discharged. The recharger was getting 6-8 bars, but kept losing coupling. The ins location on the back was the main reason for coupling and communication issues. It was noted the patient had a ¿history of battery problems referring to recharging.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).